Event description:
It was reported that the patient developed a bacterial infection of the cardiac resynchronization therapy defibrillator (crt-d) pocket. The device was explanted, and the pocket was cleaned. No additional adverse patient effects were reported.